Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra 2 meter was displaying an error 5 message when testing. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the issue began in (B)(6), however could not specify an exact date. The patient manages her diabetes with metformin 1000mg pills and the reporter did not detail that the patient made any changes to her diabetes management routine in response to the alleged issue. The reporter stated that the patient developed symptoms of ¿feeling like going to black out, dizzy, light headed, sweaty and shaky¿ after the issue occurred, however did not specify an exact date. The reporter detailed that the patient self-treated by eating blueberries on (B)(6) 2018. During troubleshooting the cca noted that the patient had followed the correct testing process and the test strip completely drew in the blood sample. The test strips had not expired or been stored incorrectly. When the patient was walked through a retest the issue was not resolved. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event.